Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files for batch 884 did neither indicate recorded quality problems nor rejections related to this incident. If any further information is becoming available, MFR immediate will inform FDA. If no further information is becoming available, MFR considers this file as closed.

Event description:
Internal report number: (B)(4). From distributor's narrative: we received call from (B)(6), surgery tech, at (B)(4) hospital stating that a sprotte spinal needle had broken off in a patient's back over the weekend. Also spoke with (B)(6), a witness during the procedure. The event was reported as a break in the cannula during insertion for an attempted epidural. The patient was in the labor at this time. The patient was described as "quite large," perhaps (B)(6) or more lbs. Physician performing procedure as dr (B)(6). The patient is reported to be doing okay, without further complications.